Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare rep that pins were bent on two (2) rt212 adult inspiratory heated breathing circuits and could not be connected to the heater wire adaptor. This was observed prior to pt use.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. Method: the inspiratory heater wires of the two (2) returned complaint rt212 circuits were visually inspected for damaged pins and tested to see if they could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be connected to the heater wire socket in the inspiratory tube of the two complaint circuits. A visual inspection revealed that the heater wire pins were bent on both circuits. A lot check has revealed no other complaints of this nature for lot number 100128. Conclusion: it is possible for the user to damage the heater wire pins during use, for example, if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were damaged during production or by the end user. (B)(4).